Event description:
During monthly maintenance on the alinity m instrument, the customer reported that the instrument was not accepting the new bottle of ethanol. After troubleshooting with the technical application specialist (tas), the customer reported that they found some ethanol in the solution drawer and under the alinity m instrument. Ethanol has been found in and below the system solutions drawer. A part of the ethanol ended up on the floor below the alinity m. When the customer opened the system solutions drawer, there is ethanol which sank from the drawer and ended up on the floor in front of the alinity m. Customer has cleaned up as much they can. The field service engineer (fse) replaced the float sensor for the ethanol resrvois and handed the instrument back over to the customer. Customer reported that the issue re-occurred, they again had an error with the ethanol bottle and found liquid in the system solution drawer and on the floor in front of the instrument. No one was hurt or exposed. The liquid reached the outside of the instrument. Customer was wearing personal protective equipment (ppe). After additional troubleshooting and multiple purges, the reservoir and float sensor were replaced. The cable level sensor and printed circuit board (pcb) system solution drawer were replaced. The instrument was handed over to the customer. This incident is being reported to FDA because the incident occurred in france using the alinity m system, list 8n53-02, which is also us FDA approved.

Manufacturer narrative:
Complaint has been elevated for investigation.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).